Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system displayed that the localizer was not connected. The reported issue occurred when switching to a sterile reference frame following registration. The navigation system was restarted but resolution was not confirmed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.